Event description:
A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different power. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/12/2009, 03/26/2009, and 04/01/2009 by phone, fax, and mail. A completed questionnaire has not been received.